Event description:
Leakage in tubing at point of tubing meeting the in-line filter of an I-flow pump homepump eclipse c-series 100ml, 0.5ml/hr. Pt was on a 7-day 5fu treatment started on tuesday (B)(6) 2016. And pt clamped device shut when he noticed the leak on (B)(6) 2016 while sleeping.